Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 94-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for an elderly patient with multiple cardiac comorbidities and tavr(transcatheter aortic valve replacement) procedure. The patient had an aortic valvuloplasty. The team observed limb ischemia. The sheath was occlusive to the limb and so the pump was weaned and explanted.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.